Event description:
Complainant alleged that after delivering one shock to a patient (age & gender unknown), the medics attempted to deliver a second shock and the device displayed a "bridge test failed" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.